Event description:
Report received of pump continuing to run when control knob placed in the "off" position. The customer contact reported that when the control knob is placed in the "off" position, the pump continues to pump. The pump was being testing in routine preventative maintenance testing. There were no reports of any adverse pt event while the pump was in clinical use. No adverse pt event reported. Though requested, there was no further info available.